Event description:
It was reported that the aiming beam was offset, it might require an arm alignment. There was no patient involved.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this articulated arm was thoroughly analyzed. Visual inspection identified that the arm was in good physical condition, the arm swivels and bends with no issue. The arm locks were in place when the lock button was pressed and would release when the button was unlocked. Also, the lens looks good and clear. However, field services of the console at the user's facility identified during inspection that, the aiming beam out of the articulated arm was severely clipped. The aiming beam alignment inside the silo was aligned as well as the near and far alignment. The knuckles on the articulated arm were tightened and alignment was performed. However, the aiming beam out of the articulated arm was still with distortion or clipping. In addition, while tightening the knuckles it was noticed that a piece of the arm was detached. Then, the articulated arm was replaced, after this, the issue was resolved, and the console was within specification. Therefore, the reported event was confirmed.

Event description:
It was reported that the aiming beam was offset, it might require an arm alignment. There was no patient involved.

Manufacturer narrative:
The console was field serviced at the user facility. Upon inspection it was confirmed that the aiming beam out of the articulated arm was severely clipped. The aiming beam alignment inside the silo was aligned as well as the near and far alignment. The knuckles on the articulated arm were tightened and alignment m1 and m2 of the articulated arm were performed. However, the aiming beam out of the articulated arm was still with distortion or clipping. In addition, while tightening the knuckles it was noticed that a piece of the arm was detached. Then, the articulated arm was replaced, after this, the issue was resolved, and the console was within specification. Therefore, the reported allegation was confirmed.

Event description:
It was reported that the aiming beam was offset, it might require an arm alignment. There was no patient involved.